Event description:
It was reported to boston scientific corporation on march 07, 2007, that during the placement of an ultraflex stent system (male patient, age unk), the stent would only partially deploy as the suture string "would not pull back all the way." The physician removed the device and completed the procedure successfully using another same device. No patient complications were reported.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.